Event description:
Report received of an overdelivery. It was reported that the pt was receiving ppn 1000ml to infuse at 42ml/hr. The customer contact states that the infusion was expected to be complete at 11:00am, but was empty at 9:00am. It was reported that the rate of the ppn was to be increased to 84ml/hour that day, but had not yet been increased. It was reported that the md was not called, the pump was replaced and therapy continued without event. According to the customer contact, there was no adverse event or harm to the pt. Though requested, there was no further info available.